Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: image noise a root cause could not be identified. Based on the results of the investigation, the most probable cause of reported failure and image noise was traced to an electrical component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the colonovideoscope had e315 incompatible scope error. The issue was identified during installation of the device. The intended procedure was diagnostic colorectal screening which was completed using a similar device. There were no reports of patient harm.